Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and it was found that the customer did received the battery failed alarm after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 03/13/2025 11:30:58.000 to 03/13/2025 14:13:00.000 replace battery alert was found on: 03/13/2025 11:44:19.000, 03/13/2025 11:44:30.000 03/13/2025 11:44:52.000, 03/13/2025 11:45:09.000 03/13/2025 11:45:32.000, 03/13/2025 11:45:53.000 failed battery alert/battery failed alarm was found on: 03/13/2025 11:20:50.000 to 03/13/2025 11:53:13.000 03/13/2025 12:02:43.000 03/13/2025 13:55:02.000 pump error 68 alarm was found on: 03/13/2025 12:39:44.000 pump error 49 alarm was found on: 03/13/2025 12:39:44.000 03/13/2025 12:40:09.000 pump error 23 alarm was found on: 03/13/2025 12:40:29.000 power loss alarm was found on: 03/13/2025 12:40:43.000 03/13/2025 12:40:51.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, replace battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected since since the battery was removed for more than 10 minutes. No unexpected replace battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 13-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/09/2025 09:30:00.000 lostsensor2alert (781) was found on: 03/09/2025 09:46:00.000 sensorerroralert (801) was found on: 03/08/2025 22:41:10.000 03/12/2025 16:50:39.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 63 alarm (file number: 2017 line number: 147) was found on: 03/13/2025 11:20:47.000 03/13/2025 11:30:00.000 pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked case and a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.